Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a healthcare provider. The patient reported that they had both their pump and pelvic health ins implanted on their right side, and they had problems, so when the ins was near end of life in november, 2019, their urologist had the new ins implanted on their left side. The healthcare provider reported that the patient had an issue with their pelvic health ins since the pump was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they had a medtronic morphine pump implanted next to medtronic sacral nerve stimulator led to the circumstances. They experienced major incontinence after morphine implant as though sacral stimulator become ineffective. The patient was checked for uti and was negative. The had CT scan of bladder and cystoscopy next week. Had sacral stimulator checked and its operable but still having spasms incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that since they had their pump placed they have had no effect from their interstim implant. The patient stated that they have been having issues with incontinence, as well as bladder spasms. The patient mentioned that they could not get the device to communicate a few days ago either. They did find a small amount of blood in the urine. The patient had reached out to their hcp. Caller was able to connect with implant on call, increased it to where they could feel stimulation as well. There were no further complications.